Event description:
It was reported to nova biomedical that a consumer received a result of 254 mg/dl on their blood glucose meter. The consumer contacted her hcp, on the advice of her physician the consumer was advised to administer 15 units of insulin based on the blood glucose result. Later in the day, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer on their unk blood glucose meter getting a result of 47 mg/dl. The consumer was transported to the hospital for treatment.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.